Event description:
It was reported by the patient's wife that the patient passed away on (B)(6) 2026. It was unclear how the patient passed away though it was reported that the patient had several health issues from cancer and a stroke. There was no allegation with regard to the device and the patient's passing. It was also stated that the patient had experienced a blood clot related to scar tissue from one of the implanted leads (lead not specified). Any intervention the patient received related to the blood clot is unknown and follow-up with the field yielded no further details.